Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) helium reservoir assembly would not calibrate. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(4). Occupation: biomedical engineer it was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "replacing helium reservoir assembly" during the preventive maintenance (pm) which would not calibrate. A getinge field service engineer (fse) had evaluated the unit and replaced the assembly helium reservoir by adjusting the screw which broke during while calibrating the unit during the pm. The part had been successfully replaced as per the service agreement. The unit had passed all the functional checks and returned to the customer for the clinical use. There was no involvement of the patient.the failure analysis and testing department received the following part associated with this complaint: helium reservoir.this part was received with a reported unit failure message of adjustment screw broke off.performed visual inspection of these parts received and verified the adjustment screw was broken. Retaining helium reservoir in the fat dept. As per procedure (B)(4) rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.